Event description:
The tech alleged the battery discharges quickly after bed is unplugged, but the battery charge light remains lit when the bed is unplugged. No pt impact.

Manufacturer narrative:
The tech found the battery charge light goes out when the battery is discharged. The tech replaced the battery to resolve the issue.